Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change out, insulation was noted on the rv lead. The lead was repaired with a kit and remains implanted. Patient was stable.